Manufacturer narrative:
Additional information was added to h4, h6, and h10. H4: device manufacture date ¿ the lot was manufactured between may 26, 2023 ¿ may 30, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The expected therapy time was 46 hours; however, after the therapy time was completed, it was observed that approximately half of the dose remained within the device and had not been delivered to the patient. The device was filled with 5-fluorouacil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.